Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. (B)(4). Stoma site infection and buried bumper are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020 it was reported the stoma site was oozing, the tube was unable to be mobilized for the past two days and the patient experienced pain when trying to mobilize the tube. The patient was also very 'chesty' and spoke with the physician who advised patient to attend the emergency department for review of chest and stoma site. Patient was discharged home the same day with an unknown oral antibiotic for klebsiella pneumonia and was referred to a surgeon for review of peg stoma site on (B)(6) 2020. The surgeon feels patient has buried bumper syndrome, as peg-j tube not mobilizing at all. Although the stoma site is oozing a small amount, nil redness or swelling to site and duodopa continues to infuse with nil interruption. Patient was advised to continue to clean the stoma site regularly and surgeon will continue to monitor the stoma and if any concerns, will remove the current tubing and replace, but at present no intervention. On (B)(6) 2020 it was reported the peg site continues to ooze with foul smell and discharge. Surgeon prescribed oral antibiotic metronidazole and will see patient in next few weeks to assess. It was also discussed that if site deteriorates in the interim, the patient may need to have peg surgically removed and have a new peg reinserted at a later date.